Event description:
The report stated that the ligasure atlas was in use for peripheral treatment after a liver resection. The device stuck to pt tissue after a failed sealing cycle when the regrasp alert sounded. It was pulled free of the pt tissue. The customer was asked if there was any blood loss from this and they replied only that a transfusion was not necessary. The device was not cleaned until after this event. The surgeon used another ligasure atlas to complete the procedure.

Manufacturer narrative:
The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.